Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2020-04466. It was reported that patient experienced ineffective therapy. X-rays showed that leads had migrated. As a result, patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Effective therapy was restored postoperatively.